Event description:
It was reported to boston scientific corporation that one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy performed on (B)(6) 2012. According to the complainant, after the device was placed successfully, there was a crack/tear visible partially outside the body on the catheter. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A physical examination of the button device found the button body shaft presented diagonal cut at approximately 7 mm from the proximal side of the button. The cut surface presented striations most likely being caused by a scalpel or similar instrument. The condition of the returned unit was consistent with the complaint incident that button was torn/ split. Although the customer did not provide the size of the initial incision, it is possible the incision size was too small for placement which would have required the incision to be enlarged to facilitate placement of the device in the patient. It appears cutting of the button body shaft most likely occurred during device placement. Therefore, based on the event description and the evaluation of other returned devices with the same issue, the most probable root cause is operational context. A device history record (DHR) review of lot number 15350935 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15350935.

Event description:
It was reported to boston scientific corporation that one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy performed on (B)(6) 2012. According to the complainant, after the device was placed successfully, there was a crack/tear visible partially outside the body on the catheter. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) the reported event of crack/tear in tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.